Event description:
The complainant reported that the automated impella controller (aic) console shut down and alarmed placement signal unreliable. The staff reported the controller failure alarms were appearing when plugged in. The clinician also observed the same alarm upon inspection and turned it off and on and plugged it into a different outlet as well and the alarm appeared and would come and go. The staff also reported placement signal unreliable alarms on previous cases from this console. They were unable to recall what asset numbers were associated with the alarms. There was no patient harm reported.

Manufacturer narrative:
E1: name of the initial reporter is unknown the investigation into the controller failure shut down/placement signal issues have been completed. The impella automated controller was returned for investigation. The data logs confirmed the controller failure on the reported complaint date. Specifically, the voltage from the purge pressure sensor was out-of-specification and triggered a controller failure. The placement signal issues could not be confirmed in the logs. There were no instances of placement signal unreliable alarms, relating to when the optical placement signal would go invalid. The returned console was tested thoroughly on an engineering bench, but either of the failure modes could not be reproduced. During power cycling the console more than 50 times, no controller failure alarms were triggered, and the logs contained no entries associated with a defective purge pressure sensor. The optical bench was tested. Simulated placement signal of 110 mmhg was normal. Optical power and 5s signal parameters were within specification. As a final check, the console ran an optical pump with purge for 15 mins. No issues related to the failure mode were reproduced. The controller failure (purge pressure sensor defective) was most likely due to a defective purge pressure sensor pca. The placement signal issues could not be confirmed nor reproduced during testing this report is being filed as part of a retrospective review of historical records.